Manufacturer narrative:
Revision of (B)(6) 2021 reported in (B)(4). MFR not yet assigned. D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm; (B)(6), 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 204-70-00 - tibial stem ext. Screw. H6. Investigation results - the truliant tib imp ps insert device with serial number 5916555 is confirmed to have been packaged in a vacuum bag that does not contain evoh. Certificate of processing was reviewed and verifies that the device was processed and irradiated appropriately for release. The cause of the patient¿s condition and subsequent two stage revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020 then a left knee two step revision for infection on (B)(6) 2020 and the second step on (B)(6) 2020. This information was derived from the revision operative report of (B)(6) 2021, which states that the patient was status post a two-step revision for infection. It is reasonable that the three-month gap between the two reported procedures is a two-step surgical treatment plan for infection and the sales information shows that the patient received a new insert on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, d the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.